Manufacturer narrative:
The returned device was evaluated and customer's allegation was not confirmed. The investigation results identified no device defects, as this device was within standard specifications. Since the equipment in question was manufactured more than 15 years ago, the device history record could not be verified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had a problem with the image. The issue occurred during reprocessing. There was no patient involvement.